Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was no external damage noted. A review of the event history log (ehl) identified empty alarm. During the functional testing the reported issue was able to be duplicated. The carriage and tab of the position pot were broken. The root cause of this issue was due to customer damage. Replaced carriage and position pot, and the power cord that was sent with the pump.

Event description:
It was reported that the pump failed the plunger position and the cord was missing. No patient injury was reported.